Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿runaway¿ was displayed on the rotaflow console during patient treatment. The device was restarted without any consequences for the patient. After restarting the problem was solved. No harm to any person has been reported. The reported failure ¿runaway¿ could lead to the pump stop therefore, a report is required. The patient data (such as sex, weight and age at the time of event) was requested on 2025-01-22 but the customer not provided any details. According to the ssu (sales and service unit) dated on 2025-01-24 the reported failure was solved after restarting. Based on the investigation results the reported failure "run away error" could not be confirmed. However, the following most possible root cause could be determined for the "run away error". A similar complaint was investigated for the reported failure "run away error" in the getinge life-cycle-engineering (lce). The reported failure was caused most probably by a statistical failure of ic31. This results in false readings of the rotary knob and therefore to a false speed setting of the rfd. Furthermore, the "run away" error can also be linked to the following most possible root causes according to the rotaflow risk management file: (un)intentional stop of the pump, e.g. Pump stop intervention after technical error (e.g. Pump runaway, error head) - sensor error (bubble, level, pressure (in hl20 mode), flow) - wrong intervention limits - unintended rpm change by user - unintended switch off by user. The review of the non-conformities has been performed on 2025-01-27 for the period of 2021-02-03 to 2024-01-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was produced in 2021-02-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)#(1)04037691718910, primary di number has been used for rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the error message ¿runaway¿ was displayed on the rotaflow console during patient treatment. The device was shut down and then turned on again. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported failure ¿runaway¿ could lead to the pump stop; therefore, a report is required. Complaint ID: (B)(4).